Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It has been reported "the patient experienced recurrent dislocation of the left total hip arthroplasty. The duo-mobility inlay was ultimately found to dislocate from the acetabulum to deep gluteal after CT diagnosis."